Event description:
Vague pump report of underinfusion of an antibiotic secondary bag. Only 1/2 of the secondary bag delivered before switching over to the primary infusion rate. No add'l clinical info was able to be obtained. No pt info was able to be obtained.